Manufacturer narrative:
The hill-rom mobility specialist found that the customer had used a viking m unit with a octostretch liftsheet during this incident. They were using a 2 point sling bar with a sheet that required an 8 point sling bar. According to the instructions guide for viking it is stated that: before lifting always make sure that : the lifting accessories are not damaged; the lifting accessory is correctly attached to the lift; the lifting accessory hangs vertically and can move freely; the lifting accessories is selected appropriately in terms of type, size, material and design with regard to the patient¿s needs; the lifting accessory is correctly and safely applied to the patient in order to prevent injuries. Octostretch is intended for lifting and transferring patients in a horizontal position and is to only be used with the octostretch 8 point sling bar. The user facility was in serviced by the hill-rom mobility specialist on proper sling to sling bar combinations. No further action required.

Event description:
Hill-rom received a report from the account stating that during a patient transfer, the patient dropped out of the sling and got injured. The customer had been using a viking m unit with an octostretch liftsheet during this incident. The lift was located in the patient room. There was patient/user injury reported. She suffered a laceration to her head. She was sent out that day for an MRI and treatment. The patients MRI came back negative but did need staples for the laceration. The patient was nonverbal and in pain 3 days later. An x-ray was done confirming a broken hip as well. This report was filed in our complaint handling system as complaint #(B)(4).